Manufacturer narrative:
Therefore, because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. Evaluation of the digital model is being conducted. Evaluation results will be submitted as they become available.

Event description:
In this case a customer reported that when using the biomet navigator safe guide for dental implant placement, one of the three implants was not in the correct position.